Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cartridges did not fit onto the pump. Reportedly, the customer was unable to remove the o ring, due to being stuck on the pneumatic tap. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge issue was verified. Based on the analysis, the alleged damaged cartridge issue could not be verified.